Event description:
It was reported that pump battery depleted too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support, so no confirmation of the battery issue or additional corrective actions were documented, and no further outcome information was received regarding the event.